Manufacturer narrative:
The reported device has been returned to the manufacturer and an investigation into the root cause for event is currently in progress. The results of the investigation will be sent via a follow up medwatch. Reference (B)(4).

Event description:
A territory manager reported an end user experienced an issue when using a soft-vu of 5f x 65cm 038 nb 6sh. It was reported the omni flush catheter broke while inside the patient during power injection (900 psi). The point of fracture was outside the patient and the distal portion was retained inside the patient. The retained catheter was able to be removed without a snare or cut down. The patient did not experience any adverse effects or harm because of this incident.